Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to patient-specific factors such as bone quality and post-operative rehabilitation factors. Per dfu-0087-eo revision 5, the following sections support this determination: c. Contraindications insufficient quantity or quality of bone. Blood supply limitations and previous infections, which may retard healing. Conditions that limit the patient's ability or willingness to restrict activities or follow directions during the healing period. This device may not be suitable for patients with insufficient or immature bone. Bone quality should be carefully assessed before orthopedic surgery, particularly in skeletally immature patients. Do not use this device in patients who are skeletally immature (us only / swivelock suture anchor only). E. Warnings 8. Postoperatively and until healing is complete, fixation provided by this device should be considered temporary and may not withstand weight-bearing or other unsupported stress. The fixation must be protected, and the prescribed postoperative regimen should be strictly followed to avoid adverse stresses applied to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility notification was received via email regarding the pmcf study. The facility representative reported that a healthcare professional indicated soft tissue fixation was not successfully achieved due to anchor pullout. The healthcare professional also noted that revision surgery was performed to address the failure of soft tissue fixation. The reported occurrence date was (B)(6) 2024. The product involved was biocomposite swivelock suture anchors, used for a bicep's tendon lesion.